Event description:
A technical nurse reported that the equipment did not cut during a vitrectomy procedure. The procedure was completed with the same equipment, but with another accessory. There was no harm to the pt.

Manufacturer narrative:
No sample has been received for eval; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. (B)(4).